Event description:
It was reported that after foley catheter placement in the emergency room on (B)(6), urinary leakage occurred following transfer to the ICU. Upon inspection, the catheter was found to be damaged. It was also mentioned that no issues were observed during the pre-test phase. Since the catheter has been in placement for several days, it may be patient-related at the site, so a report is not required.

Manufacturer narrative:
Initial reporter name: (B)(6) medical center. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.